Event description:
The lead was capped.

Event description:
A lead revision was performed due to bad thresholds and sensing anomaly. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na